Manufacturer narrative:
This event was originally reported to the FDA through report # 1416980-2025-04647 (follow up #1) with an aware date of 09/26/2025. As the product is a different catalogue #, the event would be submitted in this initial MDR based on when the discrepancy was identified. H11: the device was received for evaluation. A visual inspection was performed, and the tubing was cut by the blades of the packaging machine. The reported condition was verified. The cause was determined to be from manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned continu-flo solution set, a cut was observed in the tubing. No additional information is available.